Event description:
A clinical director reported that a pt who had bilateral lasik returned to the clinic the day after surgery. She reported mild scratching, but seeing much better than before surgery. The pt was diagnosed with stage 1 dlk (diffuse lamellar keratitis) and staph marginal keratitis in both eyes. The patient was placed on steroid eye drops, which have since been tapered off. This report concerns the pt's left eye. The pt returned for examination two weeks later and the dlk and staph marginal keratitis had cleared. The pt is taking artificial tears five times per day and topical cyclosporine drops twice per day.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).